Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that atrial tachy response (atr) episode review for this pacemaker system revealed right atrial (ra) lead noise with oversensing, however other atr episodes did not show similar noise. It was noted that this lead was implanted in(B)(6)2008, and diagnostics showed consistent and stable impedance measurements. This pacemaker system remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.